Event description:
The customer contacted carefusion technical support to report that they have a unit which is alarming "check o2 cal, sensor fault". They requested for field service to come in and check the unit. The customer states that the unit was not on a pt, when this problem occurred.

Manufacturer narrative:
Carefusion field service evaluated the unit, and determined that the oxygen blender module was the root cause of the reported event. They replaced the oxygen module blender, and made the necessary adjustments for proper operation of the unit, prior to returning it to the customer.